Event description:
A renegade microcatheter was used for therapeutic purposes. During the procedure after three coils were deployed, there was jamming at the hub. The procedure was completed without complication or intervention.